Event description:
It was reported that erosion and infection occurred. The device was removed. During device explant, the device set screw could not be retracted despite multiple attempts. It was further reported that extensive necrosis was noted in pocket. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned to the manufacturer, analyzed and no anomalies were found.